Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, and pre-implantation testing. However, the valve did not meet the requirements for pressure-flow testing. There was proteinaceous debris observed within the interior and the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear observed in the side of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. Approximately 120 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device would not prime during testing prior to implant. According to the report, the doctor was unable to get any fluid through the device. Reportedly, a new device was used to complete the procedure and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.